Manufacturer narrative:
Device passed displacement test. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were experiencing low blood glucose level. Blood glucose level at the time of the incident was 35 mg/dl. Customer stated insulin pump had crack on battery side of bottom of insulin pump. It was unknown that customer was using auto mode or not. Customer declined troubleshooting for low blood glucose level. The insulin pump will be returned for analysis.